Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was received with the shrouds slightly separated, the knife was out of place and loose. Due to the returned condition of the device no functional testing could be performed as the instrument could not be attached to a test hand piece. Upon visual inspection under magnification it was noted that the blade had horizontal scratches typical of metal scrubbing. Due to the blade damage on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce blade damage of this type to the device. The device has been reprocessed

Event description:
It was reported by the affiliate that during a thyroidectomy procedure, there was blade breakage during first use. No patient consequences reported.